Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, a malformed clip was fed into the jaws at the 7th firing. After that, the device functioned as intended until 12th firing. The same event occurred at the 13th firing. No clip fell into the patient. There was an unexpected resistance while firing the trigger at the time of the event. There was no unexpected noise. There was no torquing or twisting of the device present. The device did not clamp something hard. Another device was used to complete the case. There were no adverse consequences to the patient. Although the device was fired after this operation, it functioned as intended.